Event description:
The pt received an scs system that included two leads from the same lot. It was reported the pt has not used her scs system in approximately 1.5 years stating it never really helped her pain. The pt reported she is now experiencing discomfort at the lead site and would like the scs system removed. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.